Manufacturer narrative:
Software has not been evaluated as of the date of this report. Medtronic rep was on-site (B)(4) 2011 to troubleshoot with radiology, pa & neuro-coordinator. Finding was that there was a tremendous amount of scatter on the 3d model; tracer is collecting points off the head; and they did not clean up the 3d model for registration. The fiducial placement was symmetrical, which is contradictory to recommended placement.

Event description:
A surgeon reported difficulties with the touch-n-go registration application while in a cranial procedure. The surgeon used 6 fiducials to register the pt with touch-n-go and received a predicted error of 3.9. When continuing to navigate, she reported that it appeared left and right were flipped; that the pt was lying laterally on the table and the fiducials were placed symmetrically around the pt¿s head. It was reported that the point cloud did not appear on the 3d model and that the initial blue dot during the tracer registration did not appear on the tip of the nose but on the forehead instead. All attempts at tracer registration failed. The surgeon further reported scatter laterally around the 3d model that was not removed prior to registration. The surgeon opted to discontinue use of the stealthstation s7, and completed the procedure without the use of navigation. There was no impact on the pt¿s outcome reported. The surgeon requested f/u from medtronic, and additional training.